Manufacturer narrative:
Concomitant devices: pancreatic stent, sphincterotome, wires. The device was returned to olympus for evaluation. Preliminary findings are reported. The definitive cause of the user¿s experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the returned device shows: the biopsy channel is leaking. The cover plastic is scratched. The lens has chips/cracks. When examined with a boroscope, the forceps passage shows scratches and tear marks inside. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera ii duodenovideoscope, somehow a pancreatic stent was left behind inside the instrument channel. The case was completed successfully otherwise. The scope went through the decontamination and high-level disinfection (hld) process as per our policy. No issues were detected during this time. Three days later, during another ercp, halfway through the procedure, while inserting a balloon down the instrument channel, a pancreatic stent (presumed to be from the procedure performed with this device three days earlier) emerged visually on the screen from the scope's camera. The stent did not fall out of the scope. Upon seeing this phenomenon, the scope and all equipment was removed from the patient. A new scope was then used to complete the procedure along with new equipment (sphincterotome, wires, etc.). The case was completed successfully from that point. There are no additional consequences to either patient reported. Additional details regarding the reported event have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(4) will report the initial ercp performed (pancreatic stent was left behind in the instrument channel) case with patient identifier (B)(4) will report the ercp performed three days later during which the pancreatic stent was discovered mid procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the suggested event likely occurred by the following mechanism: due to incorrect user handling, a stent was suctioned into biopsy channel. Reprocessing process at the user facility differed from recommendation, which made the stent remain in biopsy channel. Due to insufficient inspection prior to use, the stent remained in biopsy channel was not detected. The subject device with the stent remaining in biopsy channel was used for next procedure. A definitive root cause cannot be identified. User could have prevented the suggested event because instructions for use (IFU) states as follows: "reprocessing manual: 1.4 precautions: all channels of the endoscope, including the instrument channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. Operation manual: 4.1 insertion: air/water feeding and suction: suction: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids." Moreover, the following IFU instructs to inspect suctioning function and biopsy channel of device. Therefore, user could detect the suggested event during inspection prior to use. "Operation manual: 3.6 inspection of the endoscopic system: inspection of the suction function / inspection of the instrument channel and forceps elevator" olympus will continue to monitor the field performance of this device.